Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patients spouse that the patient had a fall and thought their implantable cardioverter defibrillator (ICD)&#833;y have moved. Follow-up with the patients clinic had the healthcare professional contact the patient and the patient denied any issu es/problem with their device. The account will follow-up and bring the patient in to verify if the device has actually moved. At the last device check the device was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.